Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the activity log yielded the device operated as expected and did not log any errors to suggest a device malfunction. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the patient subsequently expired.